Manufacturer narrative:
The suspect device was not returned to olympus for evaluation. The reporter communicated with olympus technical support and assigned the cause of the problem to the power cable. The reporter indicated that there was no damage to the cable noted and the cable appeared to be in "good physical condition." To resolve the reported problem, the user facility replaced the power cable.

Event description:
A user facility reported to olympus that the cv-170 did not power up. The problem, as reported to olympus, was found on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The following sections were updated: d8, g3, g6, h2, h4, h6, and h10. As the power cord and device were not returned to olympus for evaluation the cause of the reported issue could not be conclusively determined. Deterioration due to the age of the device or possible mishandling by the user could have contributed to the alleged failure of the power cord. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.